Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reportedly has experienced several leaks with the infusion set. No adverse event reported. Infusion sets have been discarded; no product will be returned.